Event description:
It was reported that the triad shock lead impedance is typically in the mid 40's, but there have been some spikes up to the 80s and there was a red alert on 1/26 for 144 ohms. Technical services (ts) discussed that this is not normal. The measurement went from 59 ohms to 144 ohms, in one jump. Ts suggested that the field representative could see if there is a possible source of electromagnetic interference (emi). If not, they should bring the patient in and perform troubleshooting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).